Event description:
It was reported that during an Ion-assisted lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement and hospitalization. The target nodule measured 13 mm and was located in the superior segment of the left lower lobe, in close proximity to the major fissure and approximately 0.5 cm from the pleura. A chest X-ray identified a large pneumothorax, for which a chest tube was placed and successfully resolved the condition. The patient remained asymptomatic, required no additional interventions, and was discharged within 24 hours. The physician noted that the pneumothorax was not believed to be Ion-related, and that a similar outcome would likely have occurred with any other modality. No device malfunction was reported in association with this event.

Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an Ion system, instrument, or accessory occurred during the procedure.